Event description:
The patient experienced an issue with his oxygen device approximately five times, leading to a 10-minute loss of consciousness on (B)(6) 2024. His wife called for an ambulance, but he regained consciousness and declined hospital transport. The incident was recorded by a security camera. The problem was traced to a phone application connected to the oxygen device, which damaged the machine's electronics and reduced o2 output from 95% to 20%, delivering only air. Misleading information was provided by both the device and the app. After deleting the app, following an inogen representative's advice, the issue was resolved, and a replacement unit that did not exhibit the same problem was provided. The patient reported that each time the phone app was connected, it caused false readings. He consulted with multiple inogen technicians; the first four were unable to diagnose the issue, but the fifth identified and resolved the problem. The patient uses oxygen therapy for copd and emphysema and has a history of low blood pressure, managed with medication including prednisone. He reported improvement and is avoiding stressful activities, having permanently removed the problematic app.

Manufacturer narrative:
The patient experienced multiple incidents of passing out due to a malfunctioning oxygen device, caused by a phone application that reduced o2 output from 95% to 20%. The issue was resolved by deleting the app and receiving a replacement unit. An ongoing investigation is in progress, and the patient has received a new unit.